Event description:
A report was received that the patient underwent an explant of the ipg and leads due to an infection at the lead anchor site. Symptoms included discharge at the incision site. Physician states the the infection is not device or procedure related. Intravenous antibiotics were admininstered. The patient is well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial# (B)(4), description: precision implantable pulse generator (ipg), model#: sc-2158-70, serial# (B)(4), description: linear lead with enhanced sylet, 70cm model#:sc-4316, batch:15121769, description: clik anchor. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.